Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was rebooted during the service call. The reported issue is currently under investigation.

Event description:
The customer reported the system locked up one time when switching modes and the system had to be re-booted. There is no report of death or serious injury associated with this complaint.